Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had blank display and damage. Troubleshooting was performed. Customer's blood glucose level was unknown at the time of the incident. There was no indication that troubleshooting resolved the issue. It was also reported that the insulin pump had cracks near the up and down buttons and the customer was unsure how the damage occurred. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.